Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on the distal end of the curettes, it was noted the material is broken off. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing.

Manufacturer narrative:
The visual investigation of the returned bone curette by the complaint handling unit noted damage on the distal end of the curette. The investigation has shown; that the instrument is a long time in strong use and the cutting edge is broken on one side. The review of the material and production history revealed that the instrument was manufactured according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The complaint condition is likely the result of exceeding applied mechanical overload during use and a torsional move resulted to this damage. The complaint was determined to be invalid.